Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 226 mg/dl. Reportedly, the customer disconnected infusion set from the cartridge, delivered 5-6 units, and did not observe any drops of insulin exiting from the end of the cartridge tubing. Additionally, customer was using lispro insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.